Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The medical assistant complained of a questionable inr result for 1 patient from coaguchek xs pro serial number (B)(4). At 10:40 am the result from the meter with a fingerstick was 4.0 inr. At 1:27 pm the result from the laboratory was 2.91 inr. There was no adverse event. The laboratory result was believed to be correct. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no changes in coumadin, no new medications, no bleeding, and no bruising. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr , qc 2: 2.4 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%.